Manufacturer narrative:
The instrument has been returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci myomectomy procedure, it was observed that the wire snapped on the tenaculum forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.